Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Suspected cause was due to having a basal rate setting that was too high. Reportedly, customer required assistance from their spouse by providing coke to address bg level. Customer updated the basal rate setting to address the event.